Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has been reprogrammed but the ipg was nonfunctional shortly after. The patient underwent an ipg replacement procedure and was doing well post operatively. The patient was re-implanted with an MRI compatible ipg. The explanted ipg was not returned.